Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 279 mg/dl. Moreover, the patient had been eating and drinking items they normally would not have and started becoming ill on the evening of (B)(6) 2024. Due to this issue, the patient was admitted to the hospital. At the time of hospitalization, the patient felt sick/unwell. The blood glucose value when admitted to hospital was 279 mg/dl. Further transferred to the intensive care unit (ICU) as of (B)(6) 2024 at 10pm and is now inpatient. Multiple daily injection (mdi) and pump are used as a corrective treatment. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number (8021545-2024-00207), was submitted on 06-may-2024. However, based on the investigation done on 21-jan-2026 and clinical review performed on 19-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.